Manufacturer narrative:
Calibration signals were lower than expected. Qc results were acceptable. An "assay reagent volume inadequate" message was observed on the alarm trace data. The field service engineer (fse) did not identify a cause for the event. Analyzer pressure, precision and performance tests were all acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys hcg + b (hcg + b) on a cobas e 411 immunoassay analyzer. The initial result was < 5miu/ml with a data flag. This result was reported outside of the laboratory. The repeat result an hour later was 60 miu/ml. This result was believed to be correct. The hcg + b reagent lot number was 45406005 with an expiration date of 31-may-2021.

Manufacturer narrative:
Neither a general instrument or reagent issue were identified.